Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. The insulin pump received with partially broken retainer and cracked case battery tube. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.